Event description:
It was reported that following a btm procedure, during a dressing change, the btm device was unintentionally removed as the hcp thought it was a dressing. The patient was taken back to theatre for re-application of the btm device and has since been discharged with no further complications.

Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device. Based on the information available, the cause of the removal of the btm was due to use error. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labeling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).